Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. An image of the physical device, the tip and a piece of insulation was missing. The internal components of the device were visible. An image of the separated piece or pieces were not included. It was reported that during withdrawal of the ablation needle, the needle tip fractured and a retained needle tip/foreign body remained within segment of the liver. Green fiber glass part of the tip broke off. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a microwave ablation procedure in interventional radiology to treat liver metastases using an ablation n eedle, a device failure occurred. During withdrawal of the ablation needle, the needle tip fractured and a retained needle tip/foreign body remained within segment viii of the liver. Approximately 4 centimeters green fiber glass part of the tip broke off. Treatment was completed with a new needle. It was further reported that retention of the needle tip could mean the patient may be unable to undergo future magnetic resonance imaging for assessment of cancer disease progression.